Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The device was connected to a test hand piece and a gen11. During functional testing, it was noted that the hand control buttons were nonfunctional. However, the device did activate when tested with the foot switch. The instrument was disassembled to inspect the internal components and no anomalies or damage was observed that could have caused the hand control buttons to be nonfunctional. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional information was requested and the following was received: no adverse consequences for patient.

Event description:
It was reported that during a colon resection, the generator displayed "tighten assembly." It's unknown how the case was completed. There were no patient consequences. No additional information is available at this time.